Manufacturer narrative:
(B)(4). Manufacturing date not available at the time of report. Expiration date not available at the time of report. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A report from the field indicated that during a mechanical thrombectomy procedure, a 5x21 embotrap ii (et007521/unknown lot number) revascularization device caused a bleed within an unspecified artery. No further information was provided at the time of complaint initiation. Clarification was received indicating that there was only one embotrap device used in the procedure. Additional information received on 17-sep-2020 indicated that this was an(B)(6) year-old male patient with a history of ischemic heart disease and cardiac failure. He presented the morning of (B)(6) 2020 with collapse, receptive and expressive dysphasia. Computed tomography (CT) scan showed left middle cerebral artery (m1-m2) occlusion. The patient subsequently underwent endovascular mechanical thrombectomy. He was quite restless, so general anesthesia was used. Approach was made from the right femoral artery with an 8f sheath. 8f neuron max (penumbra) long sheath was advanced to the left common carotid artery (cca). A cat6 (stryker) distal access catheter was navigated through this to excellent distal internal carotid artery (ica) position. An xt 27 (stryker) microcatheter and synchro 14 guidewire were advanced through the clot. The 5x21 embotrap ii was then navigated uneventfully and pulled with good but incomplete clot extraction. More distal m2/m3 branch remained occluded and embotrap navigated along this. Upon retrieval, the physician felt the device ¿catch¿ a little on the vessel, which he has felt before with this device. However, this released quickly, and the device was retrieved with small clot fragment. There was still small embolus present more distally in this vessel and the physician decided not to perform additional distal thrombectomy. Final angiogram demonstrated good recanalization. CT scan was performed approximately two hours post-thrombectomy due to drop in glasgow coma scale (gcs). The scan showed extensive subarachnoid hemorrhage (sah) including subarachnoid contrast. This means active extravasation during the procedure. Post-procedure angiogram was re-reviewed, and this showed, with hindsight, very late and very slow contrast extravasation from the previously occluded vessel at the mid-point of the device (i.e. Not considered guidewire-related or due to wire at end of embotrap). This was all managed conservatively as the patient remained stable, but his nihss score increased to 14. Regular cts showed stabilization of the clot and no requirement for further intervention. It was stated that ¿the complication probably had a detrimental effect on outcome although he had other medical issues. Teleconference was held with the reporting physician on 18-sep-2020. Meeting minutes are as follows: the patient initially presented with a history of atrial fibrillation and was ¿not very healthy¿ at baseline. During the first pass made with the embotrap, the device was passed through blunt end of the microcatheter. Partial clot was retrieved without incident; appeared to be ¿standard¿ red clot. There was distal clot in sylvian branch; vessel was about 2.5mm. The second pass was made with the embotrap at the distal m2 segment. The xt-27 microcatheter was passed through the clot without the guidewire. The vessel did not have a ¿hairpin bend¿, but a small bend, ¿reasonably straight¿. The physician experienced high force on retrieval; this did not occur during first pass. The device was re-captured partially. He felt that he caught the clot, then as retrieving ¿gave way¿. Some small clots came out of the device. The physician did not notice any issues on digital subtraction angiography (dsa) post-second pass (i.e. No extravasation). He decided to stop the case at this point. Two hours later, his gcs dropped. CT scan demonstrated small hematoma evolving with contrast extravasation. Repeat scan was performed two days later which showed that the hematoma was shrinking. The physician does not think it was a spasm. He felt that it was probably not clot related as there was fairly red clot during first pass with no feeling of high retrieval force. It was reported that the patient is doing better, but ¿still not great¿. There is still massive deficit and the patient is on a feeding tube. The complaint device was not retained; however, the physician did inspect the device and remembers it ¿looked clean¿ and ¿not damaged¿. The physician is willing to provide images for review. No further information was provided. Additional information received on 21-sep-2020 indicated that the lot number of the embotrap device is 19b112av. The event occurred on (B)(6) 2020. It was reported that a final diagnosis has not been made; however, dissection has been ruled out. The patient¿s nihss score increased from 12 to 14 due to the event. No medical or surgical intervention was provided; however, the event ¿likely¿ resulted in a prolongation of existing hospitalization. The patient was discharged to a ¿hospital facility¿ with nasogastric tube in place. There was reportedly no unintended movement during the procedure, e.g. Due to patient movement or positioning/deployment of the device. The concomitant devices functioned as expected. The embotrap was partially recaptured into the microcatheter. Baseline tici score was 1 and final/end of procedure tici score was 2b. Anonymized imaging is pending and will be forwarded on receipt.

Manufacturer narrative:
Product complaint # (B)(4). A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: a report from the field indicated that during a mechanical thrombectomy procedure, a 5x21 embotrap ii (et007521/ 19b112av) revascularization device caused a bleed within an unspecified artery. Additional information received indicated that this was an 82-year-old male patient with a history of ischemic heart disease and cardiac failure. He presented the morning of (B)(6) 2020 with collapse, receptive and expressive dysphasia. Computed tomography (CT) scan showed left middle cerebral artery (m1-m2) occlusion. The patient subsequently underwent endovascular mechanical thrombectomy. He was quite restless, so general anesthesia was used. Approach was made from the right femoral artery with an 8f sheath. 8f neuron max (penumbra) long sheath was advanced to the left common carotid artery (cca). A cat6 (stryker) distal access catheter was navigated through this to excellent distal internal carotid artery (ica) position. An xt 27 (stryker) microcatheter and synchro 14 guidewire were advanced through the clot. The 5x21 embotrap ii was then navigated uneventfully and pulled with good but incomplete clot extraction. More distal m2/m3 branch remained occluded and embotrap navigated along this. Upon retrieval, the physician felt the device ¿catch¿ a little on the vessel, which he has felt before with this device. However, this released quickly, and the device was retrieved with small clot fragment. There was still small embolus present more distally in this vessel and the physician decided not to perform additional distal thrombectomy. Final angiogram demonstrated good recanalization. CT scan was performed approximately two hours post-thrombectomy due to drop in glasgow coma scale (gcs). The scan showed extensive subarachnoid hemorrhage (sah) including subarachnoid contrast. This means active extravasation during the procedure. Post-procedure angiogram was re-reviewed, and this showed, with hindsight, very late and very slow contrast extravasation from the previously occluded vessel at the mid-point of the device (i.e. Not considered guidewire-related or due to wire at end of embotrap). This was all managed conservatively as the patient remained stable, but his nihss score increased to 14. Regular cts showed stabilization of the clot and no requirement for further intervention. It was stated that ¿the complication probably had a detrimental effect on outcome although he had other medical issues. A teleconference was held with the reporting physician on (B)(6) 2020. Meeting minutes are as follows: the patient initially presented with a history of atrial fibrillation and was ¿not very healthy¿ at baseline. During the first pass made with the embotrap, the device was passed through blunt end of the microcatheter. Partial clot was retrieved without incident; appeared to be ¿standard¿ red clot. There was distal clot in sylvian branch; vessel was about 2.5mm. The second pass was made with the embotrap at the distal m2 segment. The xt-27 microcatheter was passed through the clot without the guidewire. The vessel did not have a ¿hairpin bend¿, but a small bend, ¿reasonably straight¿. The physician experienced high force on retrieval; this did not occur during first pass. The device was re-captured partially. He felt that he caught the clot, then as retrieving ¿gave way¿. Some small clots came out of the device. The physician did not notice any issues on digital subtraction angiography (dsa) post-second pass (i.e. No extravasation). He decided to stop the case at this point. Two hours later, his gcs dropped. CT scan demonstrated small hematoma evolving with contrast extravasation. Repeat scan was performed two days later which showed that the hematoma was shrinking. The physician does not think it was a spasm. He felt that it was probably not clot related as there was fairly red clot during first pass with no feeling of high retrieval force. It was reported that the patient is doing better, but ¿still not great¿. There is still massive deficit and the patient is on a feeding tube. The complaint device was not retained; however, the physician did inspect the device and remembers it ¿looked clean¿ and ¿not damaged¿. Additional information received on 21-sep-2020 indicated that the lot number of the embotrap device is 19b112av. The event occurred on (B)(6) 2020. It was reported that a final diagnosis has not been made; however, dissection has been ruled out. The patient¿s nihss score increased from 12 to 14 due to the event. No medical or surgical intervention was provided; however, the event ¿likely¿ resulted in a prolongation of existing hospitalization. The patient was discharged to a ¿hospital facility¿ with nasogastric tube in place. There was reportedly no unintended movement during the procedure, e.g. Due to patient movement or positioning/deployment of the device. The concomitant devices functioned as expected. The embotrap was partially recaptured into the microcatheter. Baseline tici score was 1 and final/end of procedure tici score was 2b. Anonymized imaging is pending and will be forwarded on receipt. The device was not available for analysis. A review of the manufacturing documentation associated with lot 19b112av presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Withdrawal difficulty from vessel, distal embolization, vascular injury, and subarachnoid hemorrhage (sah) are known potential complications associated with the use of the embotrap ii revascularization device in endovascular mechanical thrombectomy. The embotrap ii instructions for use (IFU) cautions the user to never withdraw the device against significant resistance. Assess the cause of resistance using fluoroscopy and if necessary, advance the microcatheter over the device to resheath or partially resheath to aid withdrawal. Resheathing a device with captured clot may result in loss of clot and distal embolization. Embolization of thrombus is a known potential complication during mechanical restoration of flow and thrombus removal procedures. During these interventional procedures, the devices are advanced and withdrawn through pre-existing thrombotic lesions with risk of embolization of thrombus. Based on the information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the reported event. However, there are clinical and procedural factors, including anatomical challenges, vessel characteristics, clot burden, device selection, and manipulation of devices within the artery, that may have contributed to the event rather than the design or manufacture of the device. The file will be re-reviewed if additional information is received at a later date. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.